Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the customer experienced difficulty charging the pump with the usb cable and adapter. Reportedly, customer used a different cable to charge pump. A replacement usb cable and wall adapter was sent to customer. Customer's blood glucose was 78 mg/dl.